Manufacturer narrative:
Continuation of medical devices: c4tr01 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited chronic high threshold. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.